Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection of the returned product noted the cartridges were received in open packaging. Foil was inspected with light assisted microscopy with no abnormalities. One cartridge was fully applied; the second cartridge was not applied and partially disintegrated; the third and fourth cartridges had the clip tracks disengaged in the cartridges. No other visual abnormalities were observed. Functionally; the clip track were reset in the two cartridges and remained in position. Since the clinical instrument was not received, a pmv representative instrument was used for functional testing. The first cartridge was loaded into the pmv instrument and was applied to the test media; the clip disintegrated. The second cartridge was loaded into the pmv instrument and was applied to the test media; the clip disintegrated. The condition of the other two cartridges precludes functional evaluation. The root cause of the observed condition could not be identified based on the information available due to clips exposer to the environment causing disintegration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the clips were unable to close completely. No patient injury was noted on this event.